Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and fluctuating impedance readings, confirming the reported field experience. Further testing indicated that there was a high current drain. After removing the hybrid from the can, the high current drain condition disappeared. Therefore, root cause could not be determined.